Event description:
A physician reported a pt who was originally skin tested on 2/4/99 in the right forearm with negative results. On 3/5/99 the pt was treated in the upper vermillion border and the glabella. The procedure was without event. On 3/18/99 the pt awakened in the morning with numbness and edema in the upper vermillion border. No symptoms were noted at the glabella. The physician prescribed oral benadryl. On 3/25/99 the pt was examined, and the physician noticed "herpatic like pustules" in the upper vermillion border, but no symptoms at the glabella. The physician prescribed oral keflex and benadryl. The physician believed the symptoms were probably a hypersensitivity.